Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial pacing lead exhibited impedance measurements greater than 2,500 ohms. An invasive procedure was performed and it was noted that the lead had fractured under the clavicle. No adverse patient effects were reported.